Event description:
During set up of this unit, but after the pt had been prepped for the procedure, intermittent phaco calibration problems were exhibited. Another unit was used for the procedure.

Manufacturer narrative:
The reported problems with calibration were determined to be caused by the phacoemulsification handpiece being used. The handpiece was replaced. No evaluation was made on the returned handpiece.